Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A photo of the complaint device was included in the complaint. The product analysis lab reviewed the photo. No apparent damage could be discerned from the photo. The embolic coil was shown still attached to the device. Only part of the device and the device label with product information were captured. Additional investigation will be performed when the device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30375966) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / 30375966) failed to detach. The physician used another 2.00mm x 3.00cm galaxy g3 mini coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. A photo of the complaint device was included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 11/5/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / 30375966) failed to detach. The physician used another 2.00mm x 3.00cm galaxy g3 mini coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The returned device was observed to be in good, normal condition. There were no anomalies nor damages observed during the visual inspection. The marker band was found at 38cm from the hub; this is within specification. The visual inspection finding is consistent with the review of the photo of the complaint device included in the complaint. A photo of the complaint device was included in the complaint. The product analysis lab reviewed the photo. No apparent damage could be discerned from the photo. The embolic coil was shown still attached to the device. Only part of the device and the device label with product information were captured. Microscopic inspection was performed. The embolic coil was observed outside of the coil introducer and in stretched condition. Functional analysis: the resistance of 2.00mm x 3.00cm galaxy g3 mini coil was measured with a multimeter. The initial resistance was measured to be 53.2 o. This is within the specification range of 48.5 o ¿ 56.0 o. The device was connected to a lab sample detachment control box and a lab sample enpower control cable; the power was turned on. The system ready light was illuminating. The detach button was pressed. And the embolic coil was detached. A review of manufacturing documentation associated with this lot (30375966) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 3.00cm galaxy g3 mini coil failed to detach. The reported issue was not confirmed through functional evaluation and analysis performed on the returned device. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, the stretched condition of the coil is likely due to procedure handling. The cause of the stretched condition of the embolic coil was not conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.